Manufacturer narrative:
(B)(6).

Event description:
It was reported that the upper part of the device¿s touchscreen does not work. It is unknown if the device was in use on a patient at the time of the event; however, there was no patient or user harm reported.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The customer replaced touchscreen to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.